Manufacturer narrative:
The reported complaint of tubing separation was confirmed on the returned set. An image was provided by the customer indicating the area of the defect. During visual inspection, the pvc tubing was received separated from the drip chamber. When the tubing pocket was microscopically examined, insufficient solvent coverage appeared to be present on the tubing. The probable cause for the separation between pvc tubing and the drip chamber had occurred due to insufficient solvent coverage on the tubing during assembly. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Additional information: d9 - date returned to mfg: 8/8/2023.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a transpac IV monitoring kit, disposable transducer, 3ml squeeze flush macro drip was found to have "fluid leakage found from the connection site that should not be separable". The connection dislodged when the staff was examining the leakage. The leakage was observed during the first few minutes on the patient. The involved product was used in adult intensive care unit (aicu) / e2c2. There was patient involvement; however, no harm was reported.